Event description:
During procedure, the clips came out in double to begin with, then the 3rd clip fired sprang away from the jaws until finally the instrument jammed and locked. This was not surgeon error. Another product was used to finish procedure. The clip applier malfunctioned and clips had to be retrieved using grasper. Time consuming and surgeon lost confidence in ca090 and applied medical."

Manufacturer narrative:
Upon receipt and eval of the incident device, a follow up report will be submitted.